Manufacturer narrative:
(B)(4). Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We, therefore, consider this report complete to the best of our knowledge.

Event description:
The insulin pump kept alarming no delivery for a day and half. Customer thinks it was the reservoir. Customer took out the reservoir and attempted to push the insulin and it was hard to push. Customer's blood glucose was 170 mg/dl. Alarm and possible causes were explained to the customers. A fixed prime was performed and insulin did not exit. Customer was advised to disconnect and reconnect reservoir and infusion set and manually push insulin through tubing, insulin did not exit. Then stated it did exit but there was a greater then normal resistance when attempting to push the plunger. Customer was advised to change the infusion set and reservoir. No further information reported.